Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons on insulin pump were sticking and insulin shoots out during priming. Customer¿s blood glucose was unknown. Customer stated that insulin pump received random unexplained no delivery alarms during priming, motor was sluggish during rewind and louder. Insulin pump will not be returned for analysis.